Event description:
It was reported a patient presented with site paint and puffiness. The implantable cardioverter defibrillator (ICD) was revised in a procedure on (B)(6) 2023. Post-procedure the patient was stable.